Manufacturer narrative:
Central line infection is a known complication in critically ill patients during hospital stay. The patient's skin organisms at the insertion site can migrate along the surface of the catheter into the cutaneous catheter tract surrounding the catheter, resulting in colonization at the catheter tip. Institutions should follow cdc recommendations, which include strict hand hygiene, using maximum barrier precautions during catheter insertions and sufficient skin cleansing. The patient's sputum culture was positive for staph. Administration of prophylactic antibiotics in order to prevent aspiration pneumonia during post-resuscitation treatment of cardiac arrest survivors may have contributed to the absence of central line-associated bloodstream infection. Zoll has not yet received the ivtm catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On (B)(6) 2015, a (B)(6) female was admitted into the hospital after experiencing an intracerebral hemorrhage (ich). The patient was in coma and had a history of ich, intraventricular hemorrhage (ivh) and hypertension (htn). Patient's current medications included 3% nacl, propofol, morphine, versed and levophed. On (B)(6) 2015, ivtm therapy was started. A zoll icy catheter was placed in the right femoral vein without any issues. There was no other adjunct temperature management performed on the patient prior to icy placement. There was no separate catheter used for the central venous line. The patient's temperature prior to ivtm therapy was 37.5 degrees celsius. On (B)(6) 2015, patient's white blood count was noted to be elevated and a sputum culture was taken. The culture was positive for staph. Patient was started on antibiotic intravenously. On (B)(6) 2015, the staff observed a saline leak on the blue port. The nurse reported that they did not hear any alarm when the leak occurred. The icy catheter was replaced with a zoll cool line catheter without any issues. On (B)(6) 2015, the cool line catheter was replaced with another cool line, which was placed in the left subclavian. A blood culture taken on (B)(6) 2015 came back positive for staphylococcus epidermidis. Patient's antibiotics were adjusted when the bloodstream infection results came back. The cool line catheter was removed on (B)(6) 2015 without any other patient sequelae reported. Per the physician, the bloodstream infection could have been caused by the zoll catheter. No further information was provided.